Manufacturer narrative:
B5: added updated clinical review. H6: omitted (B)(6).

Event description:
An impella¿5.5 device was inserted via the axillary artery in a 59 year old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). Pump performance was initially documented at pf6 but later declined to pf4, with continued deterioration despite purge cassette replacement. As pump performance fell to pf3 and required shutdown, the clinical team proceeded with an impella¿5.5 exchange. The reported events include high purge pressure, medical device removal, device revision or replacement, and hemodynamic instability. These findings are consistent with known device related troubleshooting scenarios. Particularly when purge performance declines and corrective action is required. The impella¿5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was completed without consequence to the patient, and support was resumed without any known adverse events.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the axillary artery in a 59-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). Pump performance was initially documented at pf6 but later declined to pf4, with continued deterioration despite purge cassette replacement. As pump performance fell to pf3 and required shutdown, the clinical team proceeded with an impella 5.5 exchange. The reported events include low purge pressure, medical device removal, device revision or replacement, and hemodynamic instability. These findings are consistent with known device-related troubleshooting scenarios described in the instructions for use, particularly when purge performance declines and corrective action is required. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was completed without consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure was due to biomaterial buildup based on data log analysis indicating gradual rise in purge pressure and returned product inspection showing biomaterial in purge gap. Pd-cable-(separation, torn): the cause of the product damage - cable separation was due to a use related issue as returned product showed severe necking and tearing of the catheter indicating excessive force.

Manufacturer narrative:
The device was returned therefore d9 was updated.